Event description:
It was reported that the patient was in a car accident and the device was hit with the airbag. This caused the device to migrate and the patient's skin started to thin. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.